Event description:
The event log file did not capture any abnormal electribal conductor issue on the black poewr lead of the system controller and the small tear appeared cosmetic. The system controller exchange was done in less than 10 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed; however, the reported event of a damaged power cable was confirmed via the submitted picture. A review of the submitted controller event log file spanned approximately 5 days ((B)(6) 2024 per time stamp). There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 86 days at 8-hour intervals (24apr2024 ¿ 18jul2024 per time stamp). There were no notable alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the system controller was exchanged due to a damaged black power cable. The low voltage advisories would cease when the black power cable was manipulated. The submitted picture shows a damaged black power cable jacket with electrical tape residue near the connector strain relief. The cable jacket had a small slice, and it is unclear if there is any damage to the underlying wires. The damage to the cable could have contributed to the reported alarm. A root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed a small tear to the black power cable. The patient placed electrical tape on the site of the damage to keep it stabilized. The patient also reported low voltage advisories while on battery and wall power that would cease when the black power cable was adjusted. The low voltages were noted upon device interrogation as well. The decision was made to perform a system controller exchange which the patient tolerated well with only momentary dizziness. Log files were submitted for review and captured a few clusters of pulsatility index (pi) events and routine power cable disconnects during power changes from (B)(6) 2024 to (B)(6) 2024.